Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report set up joint (suj) on universal surgical manipulator (usm) 4 moved on its own. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went onsite and could not replicate the issue. The system worked normally. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the surgeon console¿s high resolution stereo viewer and was trying to manipulate the instruments. The usm 4 had shakiness. The doctor thought that the collision was likely the cause. The instrument on arm 4 looked to be coming out with shakiness and then being pulled out. The instrument was pulled out then inserted again, while the event occurred only once. There was no patient injury.